Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 24 mmol/l (432 mg/dl) while wearing the pod between 1 and 4 hours. The patient removed the pod and noted that the pink slide did not move forward, indicating that a needle mechanism failure occurred. The patient also reported that when removed, the cannula appeared to be bent and the skin appeared irritated. As treatment, a new pod was placed. The pod has been discarded.